Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 324-325 mg/dl. It was determined that the customer fills the cartridge with cold insulin. Tandem technical support (cts) education customer on cartridge labeling. At the time of the report with cts, the customer changed multiple cartridges and infusion sets in attempt to resolve the issue, therefore no troubleshooting could be performed to determine a root cause.